Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the pump gave the message on screen in the middle of the night. The customer reported an elevated blood glucose (bg) level of 400 mg/dl and was addressed with a correction bolus. During troubleshooting with tandem technical support (cts), it was verified that the button is not stuck. Cts advised the customer that something may have been pressing down on the button in the middle of the night, which would have caused the alarm. Cts advised the customer to keep items from pressing on the button.